Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products: 00877503201, bioloxâ® delta, ceramic femoral head, 2663880. 00625006535, bone screw self-tapping, unknown. 00625006530, bone screw self-tapping, unknown. 00875700001, dome hole plug single pack, 62359957. 00875100932, liner neutral 32 mm, 62334385. 00786401100, femoral stem press-fit, 62329705. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04918 & 0001822565-2017-04919.

Event description:
It was reported by patients legal counsel that the patient's right hip was revised two years post-implantation due to pain and a retroverted acetabular component.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. (B)(4). Reported event was confirmed by review of medical records. There are warnings in the package insert that these types of events can occur. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined no further action was necessary as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by patients legal counsel that the patient's right hip was revised two years post-implantation due to iliopsoas tendonitis secondary to a retroverted acetabular component. Incomplete revision operative report indicated the joint capsule was extremely hypertrophic the acetabular bone was sclerotic in some areas. During the procedure, the iliopsoas tendon was released and the acetabular components were removed and replaced. There were no additional patient consequences.